Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was blood and contrast in the balloon and lumen. The device was soaked in a water bath for 2 weeks. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole burst in the balloon material, 11mm from the tip of the device. Microscopic inspection of the markerband and the tip found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After a 3.0x28 non-bsc stent was implanted, a 3.25mmx12mm nc emerge balloon catheter was advanced for post dilatation and was initially inflated at 12 atmospheres for 20 seconds. Second inflation at 14 atmospheres for 20 seconds, however, on the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After a 3.0x28 non-bsc stent was implanted, a 3.25mmx12mm nc emerge® balloon catheter was advanced for post dilatation and was initially inflated at 12 atmospheres for 20 seconds. Second inflation at 14 atmospheres for 20 seconds, however, on the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.